Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screw broke during insertion damaging the elbow system plate. A second screw was used and was reported to not have any hold/grip in the plate. The material was not returned as the plate remained in the patient. There was no further information provided regarding the involved screws availability. This report is for an unknown screw. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. Placeholder.